Event description:
It was reported that, "failed total right hip arthroplasty with polyethylene wear noted, some mild lysis in the proximal femur and questionable interface in the femoral side. Pt has a pca stem that was not revised."

Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available then it will be submitted in a supplemental report.